Manufacturer narrative:
Unit received with minor scratched lcd window, cracked reservoir tube lip, cracked battery tube threads, and broken off end cap. Unable to perform functional test including displacement test, rewind, basic occlusion, occlusion, prime and a33, and excessive no delivery alarms test due to broken off end cap. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed motor cap error. Customer's blood glucose was 400 mg/dl at the time of incident. The customer was advised that the device would be replaced and to return the product for analysis.